Event description:
It was reported that the left ventricular lead exhibited capture thresholds greater than 7.5 v, 1.5 ms in all pacing configurations. An x-ray would be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.